Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave unexpected restart and the customer was not able to rewind the pump also the customer's blood glucose was 13.1 mmol/l. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.